Manufacturer narrative:
It was reported that a patient died from complications of necrotizing enterocolitis approximately three weeks after robotic parastomal sugarbaker hernia repair and one week after onset of enterocolitis. The patient was debrided multiple times unsuccessfully and it was noted that the ovitex device was intact. Necrotizing enterocolitis is an extremely rare complication in adult patients and it is possible that the complication was truly necrotizing fasciitis.the ovitex device is highly unlikely to have contributed to these events, which are generally caused by infection. The ovitex device was reported intact and is terminally sterilized with a validated sterilization cycle. In an abundance of caution, this event is being reported based on the patient outcome.

Event description:
A patient underwent robotic parastomal sugarbaker hernia repair on (B)(6) 2023 with ovitex. On (B)(6) 2023, the patient presented with necrotizing enterocolitis. The patient was debrided multiple times. The patient passed away approximately one week later. It was reported that the ovitex device was intact.